Manufacturer narrative:
The returned lead s/n (B)(4) was analyzed and the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple of the cables were completely broken at the bent/kinked location of the lead, approximately 10 cm from the distal end, where the lead appears to have been sutured. The cables are exposed at the fracture site.

Event description:
A report was received that the patient underwent a pocket revision due to pocket pain. During the procedure one lead was replaced as it displayed high impedances.

Manufacturer narrative:
Additional information was received that it is not known which lead serial number was explanted. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent a pocket revision due to pocket pain. During the procedure one lead was replaced as it displayed high impedances.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial # (B)(4) / 639033, description: infinion¿1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient underwent a pocket revision due to pocket pain. During the procedure one lead was replaced as it displayed high impedances.